Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a noise issue. This rv lead was replaced. No additional adverse patient effects were reported. Additional information was received, a chest x ray was performed, and it was unable to confirm if the noise was due to a lead anomaly, the noise was at oversensed at times. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a noise issue. This rv lead was replaced. No additional adverse patient effects were reported.